Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction, and there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Caller was instructed to call back if any malfunction code recurs, and they acknowledged and understood the instructions.